Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2014. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the last log entry on the (B)(6) 2014. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was a slight voltage fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.